Event description:
It was reported that an right ventricular (rv) lead was attempted but not used during implant. It was noted that the lead was deployed but retracted and unable to be deployed again. Another lead was used instead. No patient complications have been reported as a result of this event.